Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. On (B)(6) 2017: the customer's clinical diabetes specialist believed the occlusion alarms were due to the customer's use of apidra insulin in the cartridge. The customer's healthcare provider agreed to have the customer switch to novolog insulin to address the occlusions. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 400mg/dl. The customer declined to perform troubleshooting for the current occlusion alarm and alleged there was an underlying pump issue causing the occlusion alarms.